Event description:
Moog tubing for curlin pump was not patent and would not deliver IV fluids. Reason for use: cidp: icd9 code: 357.81. Curlin pump - indicated to change tubing as tubing would not allow priming or running.